Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and a barbed suture was used. During the procedure, the fixation feature broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. The lot number is unavailable. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: if it becomes available in the future, please provide lot number. Received information as following from sales rep via phone today. The lot number is unknown.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 no device problem found. H6: component code: c22 - photo analysis. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one labeled winding former with one used needle suture outside the foil packet was received for analysis. Product code: sxpp1a403. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were noted to be as expected. Marks on the body needle that appear to be caused by a surgical instrument could be observed. The suture was examined; body fluids were found and the sides of the fixation tab were observed to be broken. A photo was provided showing one winding former, one used needle suture and one foil packet. It should be noted that a 100% inspection is conducted via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.